Event description:
I was informed my tubal ligation will have no side effects. Since my tubal ligation (B)(6) 2018 we had many health issues arise. They include the following symptoms: irritability, rage, mood swings, insomnia, loss of libido, horrible fatigue - zero energy, memory lapses, confusion, anxiety, feeling of dread, shooting electric pains in vagina, rectum, bug crawling feel in urethra, degree of stress incontinence, body aches, breast tenderness, significant decrease in breast mass, lactation difficulties, gi distress, sudden bouts of bloating, worsening depression, episodes of loss of balance, sometimes full falls, bowel difficulties r/f muscle strength and ineffective elimination, migraines, cramps upon ovulation, heavy periods, nausea daily lightheaded almost daily. I am (B)(6). I was not on birth control before to control periods or hormones. I did not have gynecologic issues prior to my tubal ligation. My mental health has drastically declined as well as having the onset of new physical health issues. My pcp refuses to acknowledge the correlation of my health issues and tubal ligation. A study needs to be done regarding post tubal ligation syndrome. I'm one of thousands of women with similar issues. I now am in the process of finding a doctor who believes in me to get laboratory test I need. I'm a nurse. Something needs to be done.